Manufacturer narrative:
B.5.medtronic received additional information that the clogging that was mentioned may have only been observed in the oxygenator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of use. Pressure integrity testing showed no internal or external leaks when run at 3 l/min with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Testing was conducted at a 1:1 ratio (7l/min blood & gas flows) the results are as follows; 162 mmhg blood side pressure drop. The reason for return was not confirmed. Correction b5: medtronic received information that during use of a fusion oxygenator, it was reported that the pressure increase fiber was clogged. Correction d1 (brand name), d4 (model #), d4.1 (catalog #), d4.3 (serial #) & d9.1 (return date): these fields have been updated. Correction additional codes img (annex g/component): this code has been updated. Correction h4.4 (PMA / 510(k) #): this field has been updated. Correction h6.1 (device codes (fdd/annex a)): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion cardiotomy venous reservoir (cvr), it was reported that the pressure increase fiber is clogged. The device was replaced with another company device to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the clogging that was mentioned may have only been observed in the oxygenator. Medtronic received additional information that there could have been a pressure difference between the anterior and posterior pressures of the oxygenator. The customer believes that the increase in pressure observed was probably because of the clogging additional info d4: UDI updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.